Event description:
During routine follow up, the interrogation of the pacemaker involved in this MDR report could not be completed. Therefore, it was forced to switch to standby mode with the standard programmer (i.e. In vvi mode) and re-initialized completely. After this step, the device could have been interrogated without any difficulty.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.